Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient expired, and they are unsure if the monitor alarmed for saturation. This occurred with a patient in unit dal6b, bed d275a, between 10:00-22:00 on (B)(6) 2019. The patient died. The death is addressed in a related complaint record against the central monitor (pic). Refer to MFR#1218950-2019-06912.